Event description:
Patient reported infusion device appeared to be leaking at the cartridge compartment area and water is in the display. She indicated that for the previous 3 days, her blood glucose was elevated to 596-632 mg/dl. Patient reported receiving an 88 (technical inspection alert) alarm. She admitted that she had not changed the piston rod. The piston rod is to be changed on an annual basis. Patient stated that she experienced flu-like symptoms, prompting her to check her blood glucose level. Her normal range is 80-120 mg/dl. Patient switched to her backup infusion device and administered boluses accordingly. The patient did not report assistance by a healthcare professional or second party to address the issue. Patient indicated that she did not want to return the infusion device for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.